Event description:
Boston scientific received information that the patient with this right atrial (ra) lead fell two days post implant. The patient experienced diaphragmatic stimulation and informed the physician at a normal follow-up visit. At that time, ra loss of capture (loc) was observed and the device was reprogrammed vvi. As a result, an invasive revision procedure was performed. During the procedure, the ra lead dislodged and pulled back into the pocket. The physician successfully removed and replaced the ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. In addition, analysis did not reveal any abnormalities. Laboratory testing was unable to reproduce the reported clinical observations.